Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced rising blood glucose reported at 600 mg/dl when dosing stopped after an occlusion alert was not dismissed, and the user administered subcutaneous insulin by pen and subsequently powered off the ilet and resumed an older pump. The infusion set involved was an inset 23 inch, and the event was categorized as an occlusion that resolved after a supply change. Symptoms included hyperglycemia, sleepiness/drowsiness, confusion/disorientation, dry mouth, and nausea. Outcomes included the need for unexpected medical intervention consisting of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, and there was insufficient information to identify a specific device component involved beyond the reported occlusion. It was concluded, based on previously established findings for similar reports, that the cause was not established.